Event description:
On (B) (6) 2006, patient was implanted with perigee, patient claims that after and as a result of the implantation, she has suffered serious bodily injuries, extreme pain, erosion of her internal bodily tissue and has sustained permanent injury. No further information was provided.

Manufacturer narrative:
Event reported via pending litigation. No physician or medical information provided by the plaintiff at this time. Serial number information was not identified for lot history review. Unable to conclude whether a device malfunction is involved in this event based on the information provided. The IFU states that tissue responses, which may include erosion may result as a potential adverse reaction and that the patient should contact the physician. Observed occurrence rate for erosion is consistent with the risk management documentation.